Manufacturer narrative:
A5 - ethnicity was captured as non-hispanic as given was indian. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was receiving a vasoactive medication (levophed) through the proximal lumen of a central venous catheter (cvc). Additionally, three infusions were being administered through the same lumen using a driver, which required the use of three stopcocks. All IV lines were inspected and confirmed to be secure. However, the exact source of the fluid flow could not be clearly identified or visualized. The event involved the patient, and no harm was reported.